Manufacturer narrative:
Patient was an (B)(6). The customer¿s report of a leaking line at tpn and maxzero cap with a cracked sleeve of tpn tubing at connection was not confirmed. Visual inspection of the set noted no evidence of damage or anomalies was observed upon visual inspection. However, the set (both interior and exterior) were heavily molded from the residual tpn. Functional testing resulted in no leaking. The root cause was not identified. The maxzero cap that was reported to be connected to the event sample was not returned for investigation.

Event description:
The customer reported the supply chain received products from the newborn center/nicu IV. There was reportedly a, "leaking line at tpn and maxzero cap. Found cracked sleeve of tpn tubing at connection". The customer reports the date of the incident is unknown. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the supply chain received products from the newborn center/nicu IV. There was reportedly a, "'leaking line at tpn and maxzero cap. Found cracked sleeve of tpn tubing at connection"'. The customer reports the date of the incident is unknown. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the supply chain received products from the newborn center/nicu IV. There was reportedly a, "leaking line at tpn and maxzero cap. Found cracked sleeve of tpn tubing at connection". The customer reports the date of the incident is unknown. There was no patient harm.